Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited poor pacing. The ra lead was not used and replaced during the procedure. The patient was in stable condition.